Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total vaginal hysterectomy and cystourethroscopy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain'), device breakage ('breakage'), device dislocation ('migration') and device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain, herniated disc, lumbar discectomy, dysfunctional uterine bleeding, chronic cervicitis, multi gravida and parity 4. Concomitant products included nsaids from (B)(6) 2007 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (total vaginal hysterectomy, cystourethroscopy and hysterectomy full, cystourethroscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the device breakage, device dislocation, device expulsion, menstrual disorder, depression, anxiety and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 3 coils right, 7 coils left. Received treatment for bleeding, breakage/ expulsion, migration : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, total bilateral occlusion. X-ray - on (B)(6) 2007: the proximal third of the right inner coil is seen protruding into the uterine cavity, the proximal end of right outer coil is located away from the main coil at the uterine fundus, there is no opacification of the fallopian tubes bilaterally, there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Lot number:622308, manufacturing date:2007/01, expiration date:2008/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain') and device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, herniated disc, lumbar discectomy, dysfunctional uterine bleeding, chronic cervicitis and multiparous. Concomitant products included nsaids from (B)(6) 2007 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total vaginal hysterectomy, cystourethroscopy and hysterectomy full, cystourethroscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 3 coils right, 7 coils left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, total bilateral occlusion. X-ray - on (B)(6) 2007: the proximal third of the right inner coil is seen protruding into the uterine cavity, the proximal end of right outer coil is located away from the main coil at the uterine fundus, there is no opacification of the fallopian tubes bilaterally, there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain'), device breakage ('breakage'), device dislocation ('migration') and device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain, herniated disc, lumbar discectomy, dysfunctional uterine bleeding, chronic cervicitis, multi gravida and parity 4. Concomitant products included nsaids from (B)(6) 2007 to (B)(6) 2015 and paracetamol (acetaminophen) from b)(6) 2007 to (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (total vaginal hysterectomy, cystourethroscopy and hysterectomy full, cystourethroscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the device breakage, device expulsion, menstrual disorder, depression, anxiety, pregnancy with contraceptive device and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 3 coils right, 7 coils left. Received treatment for bleeding, breakage/ expulsion, migration : yes patient received treatment for : pain , bleeding, fracture, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-jun-2007: essure device was successfully occluded, total bilateral occlusion. X-ray - on 13-jun-2007: the proximal third of the right inner coil is seen protruding into the uterine cavity, the proximal end of right outer coil is located away from the main coil at the uterine fundus, there is no opacification of the fallopian tubes bilaterally, there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Lot number:622308 manufacturing date:2007/01 expiration date:2008/12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: new pfs received. Event : " post removal complications" was added. Outcome of event : migration was added as recovered a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain') and device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, herniated disc, lumbar discectomy, dysfunctional uterine bleeding, chronic cervicitis and multiparous. Concomitant products included nsaids from (B)(6) 2007 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total vaginal hysterectomy, cystourethroscopy and hysterectomy full, cystourethroscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 3 coils right, 7 coils left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, total bilateral occlusion. X-ray - on (B)(6) 2007: the proximal third of the right inner coil is seen protruding into the uterine cavity, the proximal end of right outer coil is located away from the main coil at the uterine fundus, there is no opacification of the fallopian tubes bilaterally, there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: uterus. Outcome of pain was updated. Concomitant medications were added, patient's medical history was added. Laboratory data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain'), device breakage ('breakage'), device dislocation ('migration') and device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, herniated disc, lumbar discectomy, dysfunctional uterine bleeding, chronic cervicitis and multiparous. Concomitant products included nsaids from (B)(6)2007 to (B)(6)2015 and paracetamol (acetaminophen) from (B)(6)2007 to (B)(6)2015. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure (ess205). On (B)(6)2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy, cystourethroscopy and hysterectomy full, cystourethroscopy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the device breakage, device dislocation, device expulsion, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 3 coils right, 7 coils left. Received treatment for bleeding, breakage/ expulsion, migration : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded, total bilateral occlusion. X-ray - on (B)(6)2007: the proximal third of the right inner coil is seen protruding into the uterine cavity, the proximal end of right outer coil is located away from the main coil at the uterine fundus, there is no opacification of the fallopian tubes bilaterally, there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total vaginal hysterectomy and cystourethroscopy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain'), device breakage ('breakage'), device dislocation ('migration') and device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain, herniated disc, lumbar discectomy, dysfunctional uterine bleeding, chronic cervicitis, gravida ii and parity 4. Concomitant products included nsaids from (B)(6) 2007 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (total vaginal hysterectomy, cystourethroscopy and hysterectomy full, cystourethroscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the device breakage, device dislocation, device expulsion, menstrual disorder, depression, anxiety and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 3 coils right, 7 coils left. Received treatment for bleeding, breakage/ expulsion, migration : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, total bilateral occlusion. X-ray - on (B)(6) 2007: the proximal third of the right inner coil is seen protruding into the uterine cavity, the proximal end of right outer coil is located away from the main coil at the uterine fundus, there is no opacification of the fallopian tubes bilaterally, there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Event: pregnancy and device ineffective were added.medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain'), device breakage ('breakage'), device dislocation ('migration') and device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (ess205) (batch no. 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, herniated disc, lumbar discectomy, dysfunctional uterine bleeding, chronic cervicitis and multiparous. Concomitant products included nsaids from (B)(6) 2007 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy, cystourethroscopy and hysterectomy full, cystourethroscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the device breakage, device dislocation, device expulsion, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 3 coils right, 7 coils left. Received treatment for bleeding, breakage/ expulsion, migration : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded, total bilateral occlusion. X-ray - on (B)(6) 2007: the proximal third of the right inner coil is seen protruding into the uterine cavity, the proximal end of right outer coil is located away from the main coil at the uterine fundus, there is no opacification of the fallopian tubes bilaterally, there is no intraperitoneal spillage of contrast material. Bilateral fallopian tubes appear occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : abdominal pain, breakage, migration were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.